Manufacturer narrative:
B3: event: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump does not detect the cassette and the sensor would be defective. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a degraded dso seal and scratch lens. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch flex sensor. As a result, the latch flex sensor was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.